Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036 ¿ liner ¿ unknown lot; 006250065xx ¿ trilogy bone screw ¿ unknown lot; unknown cup - unknown part and lot; unknown stem ¿ unknown part and lot. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00180.

Event description:
It was reported that patient underwent a hip revision approximately 13 years post implantation due to fluid in the bursa and a gluteus minimus tear found on MRI, along with altr and metallosis. The head, neck, liner and screw were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified outer spherical surface scratches on the head. Taper hole wall exhibits dark foreign debris. No other damage was noted. Visual review of the modular neck taper to stem shows nicks and scratches. Taper to head shows dark foreign debris. Gouges were noted on the neck below taper to head. No other damage was noted. The head and neck were sent to sem for analysis. Results: the tapers of the returned devices were reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-2000 digital microscope. After discussion and consensus, both tapers were assigned the consensus modified goldberg score of 4. A score of 4 corresponds to damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. As the shell and stem are unknown, it is unknown if the entire construct is compatible. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with possible early loosening of the femoral component. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.